Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 9.0x60mm absolute pro self-expanding stent distal struts were observed exposed and flowered when inserting onto the non-abbott .035 guidewire. The device was removed and another one used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported device dislodged or dislocated was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted sheath kink; thus causing the reported/noted stent device dislodged or dislocated. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. H6 correction: medical device problem code 1484 removed, code 2923 added.

Event description:
Subsequently, after the initial report was filed per device analysis the absolute pro stent was not exposed nor flowered; however, the "distal struts were out place" [stent moved back]. No additional information was provided.